Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the keypad cover was observed to be peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display. This report is made based on results of investigation completed on 03/04/2015.